Event description:
It was reported that the right ventricular (rv) lead had exhibited high impedance readings on both the rv and svc defibrillation coils. The pacing impedance was observed to be normal for the lead. The lead was explanted and replaced along with the associated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).